Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Multiple good faith efforts to obtain additional complaint information and to request the device to be returned for evaluation were made to the customer representative on the following dates: 07/24, 07/31 and 08/22. The customer representative was unable to provide additional information and/or return the device for evaluation. As the device retrieval requests were unsuccessful, a final report is being submitted. If new information becomes available a supplemental report will be completed.